Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen had dark and light spots on some parts of the screen. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 147 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.